Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gynecology hysteroscope tip broke off inside the patient. The issue occurred during a therapeutic transurethral resection of prostate procedure. The procedure occurred during sedation, while the device was inside the patient. There was a procedural delay of less than 30 minutes. The procedure was completed using an olympus back-up device. There were no reports of patient harm.